Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was under delivering and alleged insulin pump. The customer's blood glucose value was 20 mmol/l at the time of the incident. The customer reported that his blood glucose was high from three days. He had changed cannula, infusion set, reservoir, and battery. The customer had received insulin flow block alarm. He experienced fatigue. The customer's blood glucose level was 30 mmol/l, then he took insulin injections. The customer was assisted with troubleshooting for the possible under delivery. The insulin pump will be returned for analysis.